Event description:
It was reported to boston scientific corporation in 2008, that a endovive safety peg kits pull method was used for an esophagogastroduodenoscopy (egd) with peg placement procedure performed the previous month. According to the complainant, outside the patient, the kit's safety scalpel was difficult to open and close. An inhouse scalpel was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The august 2008 15-month initial g-tube- enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.